Manufacturer narrative:
The valve was dissected to investigate the cause of the event as described by the surgeon. Biological debris was present on the ruby ball but not on the inside of the cap cone. Debris flowing through the valve may have interfered with the ball being able to seat itself within the ball/cone interface and resulted in the ruby ball being unable to properly re-seat itself within the cap cone to stop flow, which could result in over-drainage. Further inspection of the valve also noted multiple tears on the top of the reservoir. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was stable after the device was replaced and the hydrocephalus symptoms were abated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician performed a ventriculoperitoneal shunt surgery on (B)(6) 2016. According to the report, on (B)(6) 2016, the patient was found "over shunt." Reportedly, the device was replaced, and now the patient's cerebrospinal fluid shunt was normal.